Manufacturer narrative:
A device history record review could not be performed because the lot number is unknown. One sample was received and an evaluation was performed. During the visual inspection it was notice that the device was not received complete. The mystic connector and part of the tube were missing. Also, it was observed that some formula was stuck in the tubing. The detached issue could not been confirmed as manufacturing related because the device could not be evaluated completely to define if it was an incorrect assembly or something related with the process. The root cause and corrective actions could not be identified. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/5/2017.

Event description:
The customer reports that the enteral feeding tube tore in the pump. The customer verified the detachment caused the tubing to leak.